Manufacturer narrative:
The event occurred in china. It was a "head error" on the rotaflow console (rfc) reported during start-up. No indication of actual or potential for harm or death has been reported. A getinge service technician was on site to investigate the affected rotaflow console with s/n (B)(6) on 2021-09-24. The technician was able to confirm the reported "head error". The rfc control board pcba (printed circuit board assembly) kit (article number 701034051 ) has been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. A device history record (DHR) review was performed on 2021-09-23. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was a head error on the rotaflow console reported. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).